Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the reported issue of "'not alarming downstream occlusion" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event.. The reported condition was verified. The cause of the condition was determined to be the downstream tubing guide gap out of adjustment. The downstream tubing guide will be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not alarming to indicate a downstream occlusion. The event occurred in the biomed service department during testing. There was no patient involvement. No additional information is available.